Event description:
The report received stated that the x-pressway device filter was clogged. The aspirate sat in the filter. It remained clogged even after squirting with heparinized saline.

Event description:
The report received stated that the x-pressway device filter was clogged. The aspirate sat in the filter. It remained clogged even after squirting with heparinized saline.